Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 375cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on the right side, and left side breast implant rupture postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 5, 2024, the mentor failure analysis lab received the device lot number l49693 for evaluation. The device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's contact phone: (B)(6). Manufacturer's site phone: (B)(6). Manufacturer's site fax: (B)(6). This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Incorrect manufacturing record evaluation statement was mistakenly reported under previous initial submission. The correct statement is below since lot number is not available: "since no lot number was provided, no manufacturing record evaluation could be performed." This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).